Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation for use of the pump system for cardiopulmonary bypass surgery, the roller pump display went blank when the pump system was turned on. An alternate pump was employed. There was no adverse consequence to a patient as a result of this event.